Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was found dislodged shortly after it was implanted. As result, the patient underwent a revision wherein the rv lead was successfully repositioned and intravenous antibiotics were delivered. The rv lead remains in service. No additional adverse patient effects were reported.